Event description:
It was reported that after 4350 joules and 50 seconds of use, a yellow light was observed being emitted from the fiber tip, the fiber fired forward. There were no stones detectable to the eye in the gland and they were covered by skin. The procedure was successfully completed using a second fiber without clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis revealed the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, the potential for forward firing exist. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits moderate devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe charred debris adhesion on the surface, indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted confirmed the aim beam was at the output window and there were no signs of breakage along length of fiber. Based on the observed circumferential fracture at the distal side the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that after 4350 joules and 50 seconds of use, a yellow light was observed being emitted from the fiber tip, the fiber fired forward. There were no stones detectable to the eye in the gland and they were covered by skin. The procedure was successfully completed using a second fiber without clinical consequence to the patient.